Event description:
It was reported that when the set is opened, one of the tube that reached to the oxygenator was kinked. Customer tried to change the tube shape however it did not return the correct shape. However, customer used the product on patient. No harm to any person has been reported. Complaint #: (B)(4).

Manufacturer narrative:
It was reported that when the set is opened, one of the tube that reached to the oxygenator was kinked. Customer tried to change the tube shape however it did not return the correct shape. However, customer used the product on patient. No harm to any person has been reported. The product was discarded by customer however a photograph was received which shows the reported failure clearly. Based on this, failure could be confirmed. The production history records (dhrs) of the affected bo-hqv 29201 with lot# 3000314231 was reviewed on 2023-11-06. According to the DHR results, the product bo-hqv 29201 passed the defined manufacturing and final release specifications. The packaging configuration of the reported set has been controlled and it was found that the kinked tube is connected to the component 'quart' and this component is not fixated inside the package. Based on this, the movements of the quart component during transportation could cause to a tension at the tube and movements of the tube to the opposite site could cause to kink. Based on the investigation results within the complaint, the probable root cause has been found as: transport: the kink could be occurred during transportation due to the vibration and impact. Design: a packaging configuration failure has been detected. The components inside the package is not fixated, therefore movements during transportation / storage could cause kink. The detailed root cause analysis will be performed within CAPA #938922. CAPA has been initiated for the reported failure ¿kink at tube¿ and for the reported product #701076679, be-mecc 142000. The reported product #701071045, bo-hqv 29201#circuito cec adulto within the complaint has been also included to scope of this CAPA. The further actions to determine corrective measures for the failure will be performed within the CAPA. All further steps will be performed in accordance to CAPA. Tubing set # 701071045, bo-hqv 29201#circuito cec adulto has been blocked in sap system on 2023-11-13 which is after the reported failure detected. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.